Event description:
The patient was revised for infection. Affected side: right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Update of the catalog number in section d4. Correction of 510k number in section g4. Update combination product in section g4 to "no". Investigation conclusion : the technical investigation cannot be carried out because the device has not been returned. The documentary review cannot be carried out because the lot number has not been communicated. In the absence of information, the cause of the problem cannot be confirmed.

Event description:
No new information.